Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: meter was not retuned with the pump. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no eaw¿s. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. The pumps bolus calculation feature found to be functioning properly. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. The battery compartment is cracked below the bumper pad. Display screen has a pinkish contrast. Returned cartridge cap/returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 1.6mmol/l with unconsciousness. The patient was taken to the hospital and treated with glucagon injection. Customer support (cs) completed troubleshooting and the reporter stated that the patient had significant weight change without adjustments to insulin regimen and signs and symptoms of illness. It was also determined that they were overriding dosage recommended by bolus calculator feature. The reporter stated that they lost confidence in the pump. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.